Event description:
During routine testing of the defibrillator, nursing staff found that the unit did not discharge energy. Clinical engineering examined the unit and found that the steel spring that makes contact between the adult and pediatric plate was missing. The steel adult plate was found to be loose, with small cracks in the plastic where the plate attaches. Investigation revealed that the unit had been used during a code situation earlier in the week. The nursing staff and physician present at the code verified that the defibrillator discharged when used as evidenced by the pts muscle response and changes in the pt rhythm. The ECG strips also indicate defibrillator discharge. All hewlett packard defibrillators at the facility were examined. Three others exhibited cracks in the plastic.